Event description:
High blood glucose, ketones; the battery cap was loose on the 770 g medtronic insulin pump, despite our having used the provided tool to lock it securely into place. The blood sugar and ketones increased to out of range levels after a meal. Medtronic provided the cap and tool to screw the cap in place. This is a very unusual event to have an out of range blood glucose especially since the bolus was properly calculated and carbohydrates counted. The battery cap was loose and not secure as expected. The basal seemed to be delivering but the problem was noticed immediately, after a meal when the blood sugar on the monitor slowly began rising to 253 mg/dl. FDA safety report ID # (B)(4).

Event description:
High blood glucose, ketones; the battery cap was loose on the 770 g medtronic insulin pump, despite our having used the provided tool to lock it securely into place. The blood sugar and ketones increased to out of range levels after a meal. Medtronic provided the cap and tool to screw the cap in place. This is a very unusual event to have an out of range blood glucose especially since the bolus was properly calculated and carbohydrates counted. The battery cap was loose and not secure as expected. The basal seemed to be delivering but the problem was noticed immediately, after a meal when the blood sugar on the monitor slowly began rising to 253 mg/dl. FDA safety report ID # (B)(4).